Event description:
Initial reporter "declined to provide any details concerning this case other than to advise that she is filling out paper work now for a medwatch form."

Manufacturer narrative:
Convatec is reporting this case as a due diligence measure. Multiple attempts to gather info from the user facility have failed, the initial reporter is currently out of the office (returning july 11th) and other members of her office have been unable to provided any info regarding this case. If appropriate, convatec will submit a follow-up report when additional info is available. Reported to the FDA on june 29, 2007.